Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter had a date/time issue. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow-up when attempted by medical surveillance (ms). The reporter claimed that the meter issue occurred on (B)(6) 2015 at 10:00pm. The patient manages his diabetes with an insulin pump. The reporter stated that the patient developed symptoms of "sweaty, shaking and headache" 2 weeks after the product issue occurred and on (B)(6) 2015 at 10:00am consumed food or drink. During troubleshooting the cca noted that the issue did not occur after removing the battery and it was not the first time the product was used. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient, remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the date/time issue occurred.